Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tube continuously kinked, which allegedly blocked drainage into the bag. Reportedly, the tube had kinks in them where the tube connects to the catheter, and any slight movement cuts off the flow of the output.

Manufacturer narrative:
The reported event was confirmed; however, a root cause could not be determined. The inspector received 2 bed bags with no packaging, 1 bed bag open in the original packing, and 2 bed bags unopened in the original packaging. Small kinks were noted in the tubing on various locations on the length of all 5 bags. Any kinks in drainage tube which reduce the I. D. Are not permitted per specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "easy to use soft elasticated comfasure® has an anti-slip backing. It¿s unique, easy-to-operate retainer clip secures with a ¿click¿ - supporting catheter or drainage bag tubing. Easy to choose comfasure® is available in three sizes. To determine the correct size needed, measure the circumference of the widest point of the thigh (a) or abdomen. Comfasure® is available on prescription in packs of five."

Event description:
It was reported that the tube continuously kinked, which allegedly blocked drainage into the bag. Reportedly, the tube had kinks in them where the tube connects to the catheter, and any slight movement cuts off the flow of the output.